Event description:
A ceeon model 912b lens was returned with a note that the haptic was broken on implantation. On 1/23/98 after numerous phone calls to the surgeon's office they reported that the lens had come in contact with the pt. No serious injury occurred and no intervention was necessary. The surgeon could not recall what folder he used. The pt recovered without problems. An investigation of the returned lens and a batch review indicated that no product related defects were evident and all release criteria were met. The dr could not remember the pt's name or other demographics. No further info is expected.